Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a hole in the camera cable compromised its airtightness, resulting in a watertight failure. A probable root cause cannot be identified for the corrosion at the electrical contact point of the video connector, as well as for the hole on camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the camera head had corrosion at the electrical contact point of the video connector. Additionally, the camera cable was not watertight and had holes. There was no patient involvement.